Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bpap, and mechanical ventilator devices. This notification is being reviewed due to a user of a remstar auto p-flex device. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third-party service center for evaluation. The service technician observed foam particles were observed within the device assembly. The device will be scrapped.